Event description:
It was reported that this patient had a recent sicd implant procedure. The patient has had untreated episodes due to oversensing of air bubble noise with smaller signal amplitudes. The physician subsequently performed medical intervention to deactivate this device to prevent possible inappropriate shocks. This is considered a serious injury as medical intervention was required. No additional adverse events were reported.